Manufacturer narrative:
This report is submitted on march 14, 2022.

Event description:
Per the clinic, there was a skin-flap repair performed (date and reason for repair unknown). The implant remains in-situ. Further information is being sought from the clinic.

Manufacturer narrative:
Per the clinic, the patient experienced an infection (specific date not reported) and subsequently, was treated with oral and IV antibiotics (specific date and duration not reported). This report is submitted on april 05, 2022.